Event description:
It was later reported that the lead polarity was reprogrammed and the lead remains in use. The patient is a participant in the (B)(4) study.

Event description:
It was reported that there was a sudden threshold rise. No known clinical performance issue. Lead use was continued based on medical judgement. Previous experience on this lead includes the same reported information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.